Event description:
A nurse reported to baxter corporate product surveillance a one-link y-type catheter extension set, in which blood backflow was observed after the patient was disconnected from the primary line. According to the report, blood backed up halfway up the extension set. The nurse indicated that "in-service" stated the one-link was a neutral displacement device. Therefore, she reported the blood backflow. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.